Manufacturer narrative:
No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a posterior spinal fusion (psf), the monitor of the navigation system was intermittently losing display. Troubleshooting found a cable was not operating as designed. The reported issue occurred while setting up equipment and the site elected to complete the procedure with a separate medtronic navigation system. No additional information was provided. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.